Manufacturer narrative:
Dentsply was not able to verify the complaint as the temperatures during testing did not exceeded requirements. A root cause as why this situation could have occurred could be determined based on quality observations. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal and cut test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 33.4 c and 32.6c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed crack on the sheath. This is a known issue and it wouldn't contribute to the attachment overheating during use. Microscopic evaluation revealed minor gear wear on the head· tail and head assemblies. Minor debris was noted inside the head and cap cavities and inner components. All components appeared to be dry.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.